Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high impedance and the lead integrity alert (lia) triggered. The lead was capped and replaced. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert triggered and the lead was fractured.